Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and pacemaker experienced an infection with open wound. The patient has been treatment with antibiotics. An attempt was made to interrogate the ICD, but it was not possible to interrogate the ICD due to its proximity to the pacemaker. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and pacemaker experienced an infection with open wound. The patient has been treatment with antibiotics. An attempt was made to interrogate the ICD, but it was not possible to interrogate the ICD due to its proximity to the pacemaker. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.